Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that at the patient¿s device upgrade procedure, when the existing right ventricular (rv) lead was connected to the new device no impedance measurements were able to be taken on the rv coil or the svc (superior vena cava) coil. The rv coil measured high and undefined impedance and the svc coil measurement said ¿none¿. The lead was disconnected and reconnected and put back into the pocket and examination of the heading indicated that the svc and rv were both fully seated. Later, when looking at the egms (electrograms) the rvcoil-to-can was noisy, but the svc-to-can was clean. The rv lead was explanted and replaced the following day as the physician believes that the rv coil had been nicked when using the electrosurgery instrument. No patient complications have been reported as a result of this event.